Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had heard some audible alert tones while they were in costa rica. It was found that the implantable cardioverter defibrillator (ICD) experienced external interference/noise, causing a false lead integrity alert (lia) to triggered due to high-rate non-sustained episodes and elevated v-v counts. It was noted that this correlates with the patient traveling through rugged rough roads in costa rica. No intervention was done and the ICD remains in use. No patient complications have been reported as a result of this event.